Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient stated their cartridge was leaking after being in use for two days. The patient had filled the cartridge with 180 units of insulin, and the plunger was protruding from the cartridge. It was determined that the proper cartridge-fill process had not been followed and that the cartridge had been overfilled. The patient was educated on correct filling technique and instructed to replace the cartridge according to the user-guide steps. The patient successfully resumed therapy with a new cartridge. The reported lot number was 30502. The patient¿s blood glucose was affected, reaching 329 mg/dl and remaining elevated since the morning. No backup therapy other than the pump was used, no ketone testing was performed, and no medical intervention or additional assistance was required. No immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.